Event description:
Reporter stated corneal burn occurred at incision site.

Manufacturer narrative:
H-10: evaluation completed, handpiece met specifications. No additional patient info received to date. This report was mailed in to FDA on: 2/21/97.